Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a temporary signal loss from a dexcom g7 cgm to the ilet, indicated by three lines and a lost connection message, after which glucose values promptly resumed without further intervention. Symptoms included no reported adverse clinical effects and no changes in blood glucose. Outcomes included no injury and no need for medical care or hospitalization. Investigation included customer service assessment and user-guided troubleshooting education. Investigation of this case revealed a transient communication interruption with the cgm signal to the ilet that self-resolved, with no device component damage identified and no impact to therapy. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent loss of cgm-to-pump communication that resolved with normal operation.